Manufacturer narrative:
(B)(4). Medical devices: associated item number 14-103662 item name univ 2-hole shl 62mm lnr sz 26 lot # 225900 associated item number ep-105996 item name epoly 36mm rlc lnr mrom sz26 ze 26 lot # 647960 associated item number 51-106140 item name tprlc 133 mp type1 pps so 14.0 lot # 2737053 associated item number unk screw item name unk screw lot # unknown report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study (B)(6) it was reported patient underwent total hip antroplasty (tha) for left hip. Subsequently, after 6 months, 1 and 2 years that the patient reported moderate pain and having problem performing washing/dressing self. Attempts have been made and no further information has been provided.